Manufacturer narrative:
The date of the event is unknown. The sapien xt valve was not returned to edwards lifesciences as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl two years post implant cannot be determined with the available information but have been due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: eskandari m, et al. Transcatheter valve-in-valve therapy using a balloon expanding valve for treatment of aortic paravalvular leakage. Heart, lung and circulation (2018), https://doi.org/10.1016/j.hlc.2018.06.1045.

Event description:
As reported by the edwards affiliate in the (B)(4), a journal article titled, "transcatheter valve-in-valve therapy using a balloon expanding valve for treatment of aortic paravalvular leakage": reported that two years after the implant of a 29mm sapien xt valve, the patient presented with increasing dyspnea, cardiac failure and evidence of gradually worsening paravalvular leak (pvl) on follow-up tte studies. A toe revealed two broad jets of pvl. The patient was treated with a 29mm sapien 3 valve with significant reduction in the severity of the pvl and acceptable peak and mean gradients across the valve (25 and 15 mmhg respectively). The patient was followed up for more than a year with significant clinical improvement and only trace pvl on the follow-up ttes.

Manufacturer narrative:
As reported by the edwards affiliate in the (B)(6), a journal article titled, "transcatheter valve-in-valve therapy using a balloon expanding valve for treatment of aortic paravalvular leakage", one year after the implant of a 29mm sapine xt valve, the patient presented with paravalular leak (pvl). It was not until two years after the implant, however, that the patient presented with increasing dyspnea, cardiac failure and evidence of gradually worsening pvl on follow-up tte studies. A toe revealed two broad jets of pvl. The patient was treated with a 29mm sapien 3 valve with significant reduction in the severity of the pvl and acceptable peak and mean gradients across the valve (25 and 15 mmhg respectively). The patient was followed up for more than a year with significant clinical improvement and only trace pvl on the follow-up ttes.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.